Event description:
It was reported that follow up x-ray imaging confirmed the sensor had migrated from the left pulmonary artery to the right pulmonary artery post implant (sensor implant date (B)(6) 2025). No readings could be obtained from the sensor. There were no adverse consequences reported.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. Sensor migration was confirmed via chest x-ray. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.